Event description:
Caller reported an issue with a pump button. There was no reported impact to the customer¿s blood glucose level. The customer was unable to verify the pump's serial number and did not have the pump available during the call, so customer technical support advised troubleshooting was needed. No additional information was received regarding the outcome of the event.